Event description:
Catheter tubing detached from the hub. Rn went to check catheter and found that the tubing had detached from the hub. Patient was taken to radiology for the removal of the catheter. No injury to the patient.